Event description:
Additional information received reported that the actions/interventions taken to resolve the incontinence issue was an increase in settings. There were no issues related to the cause of the incontinence issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vham, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was going to the bathroom and went to lie down and all of the sudden their bladder was emptying. They soaked their clothes and dribbled. The patient had to wear pads and change the pads. The patient had been leaking when they were sitting and getting up since 3 days ago. The patient would have an appointment with their health care provider (hcp) today and wanted to know if the hcp¿s office could reprogram the device. The patient still had bandages on the incision area. The patient now knew how to use the device. The patient was set on program 2 at 0.3v and increased to 0.5v. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.